Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a keyboard failed error, and the generator would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.